Manufacturer narrative:
Health effect impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; extended opening, underweight. A microscopic analysis was performed which identified; an extended sharp opening on anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported a right side device rupture and ¿for the last 1 months patient couldn't feel implant lines." The device has been explanted.